Event description:
Error 49. Received pump only. Verified "device makes a loud shrill alarm that will not stop unless turned off with no power". Reviewed history log and verified error 49 (x9) that is causing the audible alarm. Power supply board failed, replaced. Ocs motor making loud noise, replaced. Cleaned and post repair tested pump per quality control check list. Pump functions as intended and is released for further use. Issue confirmed by servicing. Power supply board replaced as a recommendation to solve error 49. For this issue, failure occurence trend is normal. Error 99 (watchdog error) is known and is linked to a software issue. This error has been addressed by a CAPA and is corrected since embedded software version 1.9.

Event description:
Error 49